Manufacturer narrative:
Eval in progress but not yet concluded.

Event description:
During priming of the device in preparation for use for a cardiopulmonary bypass procedure, the user reported the circuit breaker tripped while the user was zeroing the arterial pressure transducer. An audible tone was heard. The user was able to restart the system, and the device was used for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to a pt as a result of this event.